Manufacturer narrative:
Concomitant product(s): product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 500 mcg/ml; 210 mcg/day via an implanted pump. The indication for use was noted as intractable spasticity and stroke. At a pump refill on (B)(6) 2015, the wrong drug concentration was utilized in the pump reservoir. The patient got sick to her stomach and threw up at the clinic. The patient had anxiety because she is "high strung". The physician turned the dose down to 50 mcg/day until another physician could get to the clinic to reprogram the pump. It was confirmed that the programmer was done correctly. The reporter was confident that the 500mcg/ml was gone because at 2pm on (B)(6) 2015 the patient was clammy and nauseated, at 2:30 she began vomiting, and at 4pm she became sedated and drowsy. Since the programming change the patient was "perking up." Per pump telemetry the pump was updated (B)(6) 2015 to increase the dose 9 percent to deliver lioresal 500 mcg/ml; 229.73 mcg/day. The pump was updated (B)(6) 2015 at 15:56 to decrease the dose 78 percent to deliver lioresal 500 mcg/ml; 50.71 mcg/day. The pump was updated (B)(6) 2015 at 16:50; the dose was increased 314 percent to deliver lioresal 2000 mcg/ml; 210 mcg/day. A managing physician notified a company representative that the date of event was (B)(6) 2015. The patient had symptoms of nausea and vomiting and had gone to the hospital. It was unclear if it was related to baclofen as the patient had elevated wbc and was diagnosed with a urinary tract infection. A pancreatitis infection was ruled out. The patient had recovered fine.